Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported the implant in tooth location 13 had mobility and x-ray showed that there was sinus perforation and the implant was not in the bone. The patient had sinus lift at 2011. Implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report ; b5: describe event or problem; d4: additional device information changed to unknown; d9: device availability ; g3: date received by manufacturer ; g6: type of report; h1: type of reportable event ; h2: follow up type ; h4: device manufacturer date; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The customer reported item tsvh13 lot 61702389, however, the reported lot does not match with reported item number, instead it corresponds to a tsvb16. The implant was returned with a restorative abutment and had bone debris and dried blood on the abutment head and implant threads. There was no apparent malfunction identified. The returned product matched print specification where measured for a tsvb16. A follow up action item was created and the doctor indicated he cannot confirm the device information as it is not available. As such, the complaint information was updated to unknown zimmer implant per the manufacturers procedure. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). As such, the reported medical conditions are not related to the functional performance of the device. The customer has not provided additional pictures or x-ray images of the product. Device history record (DHR) review could not be performed, as the lot number associated with the complaint product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information for the complaint product. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.